Manufacturer narrative:
H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative (rep) stated that the replaced section of the catheter was discarded. The cause of the symptoms was unknown. It was noted that the patient remains hospitalized and remains at the reduced dose that was programmed the day of the catheter revision. Outcome: the patient was doing well.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving gablofen 374.5 mcg/day 2000 via an implantable pump. It was reported that on 2024-11-12, the patient showed various signs of both baclofen withdrawal and toxicity, along with leg weakness, not feeling well, and somnolence.  The patient was consulted by neurology while in the hospital. A decision was made that evening to take the patient back to the operation room to inspect catheter for kinks or problems. The pump was replaced 2024-11-11. The physician requested new pump be filled with same concentration medicine as old pump, and internal tubing primed on back table before connection to existing catheter, which occurred without incident and the patient was programmed to same daily dose. Upon opening the pump pocket, the catheter aspirated easily through the catheter access port (cap) and 1cc of fluid was withdrawn. The physician elected to remove the existing 8578 connection piece and 4cm of the existing 8709 catheter, before adding a new 8578 connection piece. The catheter was once again aspirated easily through the cap after connection. The pump was anchored, and the pocket was closed. The daily dose was lowered. There were no known environmental/external/patient factors that may have led or contributed to the issue. Outcome: the issue was not resolved. The hcp has no further information for medtronic. The patient was alive.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# n299475007 serial# implanted: (B)(6) 2012; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.